Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event of the system having no phaco power. The system was then tested and met all product specifications. The company service representative did find the related phaco handpiece to be nonconforming and recommended the customer purchase a new phaco handpiece. The system was manufactured on september 14, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no ultrasound even after successful prime of the phaco handpiece. The case was completed without patient harm. Additional information has been requested.